Event description:
Later patient reported "I went to the doctor on (B)(6)2025 and according to him the implant is not ruptured". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported implant deflation. Device remains implanted. This relates to the right side.